Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The caller reported that they check the patient's ins when they notice the patient has more tremors and find that the ins battery level is 20%. The caller stated that the therapy has been off when they notice this, but it has also been on. Agent reviewed that the therapy does not turn off at 20%. The caller mentioned that the patient was originally told they would need to charge the ins once per week, but they noticed the ins battery level drops about 10% a day so they have needed to charge the ins twice per week to prevent loss of therapy. Caller noted that the patient charges the ins on tuesday and sunday.